Manufacturer narrative:
Additional information: patient is a previous smoker with a medial history of hypertension, hyperlipidemia, previous mi, previous CABG, previous pci and pvd. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the graft om1 and om2. Same day as the procedure the patient suffered ventricular fibrilation requiring CPR and shock. Cec adjudicated the event as non q wave myocardial infarction of the target vessel, medtronic extended historical peri-pci.

Manufacturer narrative:
The cec adjudicated that the mi was no event. If information is provided in the future, a supplemental report will be issued.